Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no issues were found in the device history record (DHR) for the device (the erbe vio extension module was also found to be functioning properly.). Based upon the reported information, it appears that the burn/necrosis to the patient was caused by the 3m pad not being able to effectively disperse the electrosurgical current. It could have been caused by incorrect placement of the return electrode (including a symmetry error), partial detachment of the pad, etc. However, no conclusive determination could be made as to the cause of the event. No trends have been identified and erbe USA, inc. Is now closing the file on this report.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit during a laparoscopic assisted supracervical hysterectomy (lash). The esu was used with a vio extension module (vem 2, part number 10141-000, serial number (B)(4)) and a split return electrode manufactured by 3m (part number 9160, lot number 202110nc). Information involving other accessories used was not provided. The return electrode (also referred to as a pad) was placed on the right thigh. According to the account, the settings were highcut effect 4,160 watts and forced coag effect 2, 80 watts. A review of the chronological data from the unit revealed settings of two (2) activations with highcut effect 4,160 watts and three (3) activations with highcut effect 6, 160 watts. Additionally, during activations the esu displayed six (6) b bl messages (i.e., symmetry warning messages). These messages are warning the user of pad issues and that the return electrode may not be fully attached to the patient. After the procedure, there was necrosis (2nd to 3rd burns) below the pad of 1 cm x 2 cm and 1 cm x 1.5 cm with red-white skin defects. To address the issue, a wound treatment was applied to the affected area.